Event description:
On (B)(6) 2012, pt reported that he was hospitalized on (B)(6) 2012 with hyperglycemia in the mid-500 mg/dl range. The infusion device was disconnected and he was treated with an insulin drip when he arrived at the hospital. His target blood glucose is 100-200 mg/dl. He removed the infusion headset on (B)(6) 2012 and found the cannula was kinked. He has not previously had issues with kinked cannulas, and he inserts the headsets manually. The infusion set was requested for evaluation, and pt was sent an infusion set insertion device. Follow-up was completed with pt on (B)(6) 2012. He resumed infusion device therapy, and his blood glucose has returned to normal. He reported that he had an infection which caused his blood glucose to elevate, and the insulin drip of the hospital was also "not working as expected." Three additional attempts were made to contact the pt, and these were not successful.